Event description:
Parent was holding patient. The drainage bag attached to the catheter tube became caught in the recliner cushions. When parent stood, tubing became taut and the drain "snapped." The white hub which is attached to blue portion of tube came apart. No connectors had been added to tube. The patient was not injured.